Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was configuration issue. The field service engineer assisted customer with changing drawer configurations to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system es, the main drawer was inaccessible. The customer reported that the malfunction resulted in a delay in administering medication to the patient. There were no adverse events or injuries reported based on this incident.